Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported (defect on arrival) defoa- mp1 defective battery. There was no patient involvement.

Manufacturer narrative:
G4: 29may2020. B4: 29may2020. The customer service team specialist confirmed the reported issue. The customer replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.